Event description:
Customer reported being hospitalized for dka. It was reported that customer was vomiting due to dka, or possibly the flu prior to hospitalization. During troubleshooting, the customer rec'd a no delivery alarm on pump during test prime. Customer stated that he did not have any other supplies at time of call. Customer was advised to call back to complete troubleshooting of pump.